Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings and cautions: cautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ corrections to the initial MFR report: f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66 -year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The sterile sleeve was ripped on the catheter. It was advised to not reposition the impella and to cover it with tegaderm. No patient harm is reported due to the issue.